Event description:
It was reported the screen of the video system center was not working and showed black screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a system failure of printed circuit board, the device could not be operated, and the system did not start up. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure of printed circuit board, the device could not be operated, and the system did not start up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.